Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The user complaint was confirmed, and investigation found evidence of sensor inaccuracy around the event date. Investigation showed higher absolute relative difference (ard) values for blood glucose (bg) calibration values that were above or beyond the target glycemic range. The system performance had improved after the event. The exact root cause of the complaint could not be determined since the system was still in use and not available for further testing.

Event description:
Senseonics was made aware of an instance where the user experienced a hyperglycemia event. The user reported that the sensor reading at the time was 150 mg/dl, which the user alleged was a wrong value. The patient had symptoms of ketoacidosis. Patient did not require any medical assistance or treatment and was aided by another person to manage the hyperglycemia by injecting insulin with pen therapy until glycemia stabilized.